Event description:
It was reported that one device was used during a right colectomy. The surgeon put the pump in pt as described in guidelines. The pt developed a wound infection post-op and required two days stay in hospital. The surgeon was unable to determine the cause. The pt also developed an urinary tract infection, believed to be unrelated to the infection. The device was discarded.

Event description:
It was reported that one device was used during a right colectomy. The surgeon put the pump in pt as described in guidelines. The pt developed a wound infection post-op and required two days stay in hospital. The surgeon was unable to determine the cause. The pt also developed an urinary tract infection, believed to be unrelated to the infection. The device was discarded.

Event description:
It was reported that one device was used during a right colectomy. The surgeon put the pump in pt as described in guidelines. The pt developed a wound infection post-op and required two days stay in hospital. The surgeon was unable to determine the cause. The pt also developed an urinary tract infection, believed to be unrelated to the infection. The device was discarded.